Event description:
It was reported by the customer that when using the bd pyxis¿ es server, multiple users had unable to login and access to es server and health sight viewer. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user had unable to login and access to es server and health sight viewer. The technical support specialist (tss) had connected remotely into the server and found that the c-drive had been bloated, with 90% of its space in use. The tss had deleted unnecessary files, free up. Additionally, the tss had verified the server certificate validity and confirmed successful access to station patient encounter system and health sight viewer. The user ID had been checked and found to be active and successfully authenticated. The tss asked the customer to retry access and confirmed the issue had been confirmed as resolved. The system functioned as intended after the technical support specialist troubleshot the device.